Event description:
Considerable force was used during insertion of the iab through the sheath due to premature unwrapping of the balloon membrane. The iab became stuck in the sheath and had to be exchanged. There were no reported pt complications.